Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that water got inside the scope connector during user handling. As a result, an abnormality occurred in the electronic component and an error message was displayed. The event can be detected/prevented by following the instructions for use which state: 1) " inspection of the endoscopic image." 2) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 3) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e315 (unsupported scope) error was not confirmed. The allegation of scope connector being corroded was confirmed due to deterioration or discoloration from chemical stress during cleaning/disinfect/sterilization process. In addition, the scope connector cover unit was deformed. Due to fluid invasion and corrosion inside the scope connector, there was no image (no error code). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, a metal part for the light guide was eroded and an e315 (unsupported scope) error with the evis lucera elite bronchovideoscope. The events were found during reprocessing. The diagnostic bronchoscopy examination was completed with a replacement device. There was no report of a procedural delay or patient harm associated with this event.